Event description:
According to the reporter: occurred during a totally extraperitoneal (tep) procedure. The balloon was broke when the surgeon put it into the abdominal cavity to make a channel. Changed to a new one. There was patient involvement but no patient injury. No medical intervention was required. The surgery time was not extended by thirty minutes or more. The current condition of the patient is stable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned products noted: that the obturator, valve seal and doors appeared intact. The balloon had a hole. The inflation syringe was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the balloon had a leak and did not inflate. There was a hole in the balloon.